Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found blood in the lead which may have entered through a cut found in the insulation. The cut was likely induced during explant. Resistance testing was completed to assess lead electrical performance. Measurements throughout the test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.